Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. There was tip damage. A longitudinal tear was identified in the balloon wall. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-mar-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 2.50mm x 12mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.